Manufacturer narrative:
The biomedical engineer (bme) reported that several bsm-3500 bedside monitors across multiple departments (ER, asu, and surgery) have been shutting down on their own. He stated the monitors are flashing alarm lights before powering back up automatically. The issue has occurred in several departments over the past week. The devices restart automatically after shutdown. Based on the behavior described, this may be related to a network loop causing excessive network traffic (network flood). A network loop can occur when network cables are connected incorrectly between switches, creating continuous data circulation on the network. When a bedside monitor detects abnormal network traffic levels, it may shut down temporarily as a protective measure and then reboot once the network stabilizes. The bme mentioned his temporary fix has been shutting the bedside down for 5 minutes. Tech support (ts) advised him that the hospital it/networking team should check the network switches supporting the nk network, as these switches are hospital-managed. Ts informed him that their network team should verify whether their switches can detect a network loop or check for any recent changes made to the switches supporting the nk network. If the switches cannot detect the loop automatically, someone may need to manually check switch ports and network cables to ensure they are connected correctly and not creating duplicate connections or loops. Any unnecessary or unidentified cables should be removed. Since the switches are hospital-managed infrastructure, further investigation will need to be completed by the hospital's internal networking team. No further troubleshooting can be completed on the nk side at this time. We followed up with them to see what they found and if the issue was resolved but the customer has been unresponsive to questions. No reports of patient harm were mentioned. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D1 brand name d4 model number catalog number serial number UDI number g4 PMA / 510k number h4 device manufacture date a

Event description:
The biomedical engineer (bme) reported that several bsm-3500 bedside monitors across multiple departments (ER, asu, and surgery) have been shutting down on their own. He stated the monitors are flashing alarm lights before powering back up automatically. The issue has occurred in several departments over the past week. The devices restart automatically after shutdown. Based on the behavior described, this may be related to a network loop causing excessive network traffic (network flood). A network loop can occur when network cables are connected incorrectly between switches, creating continuous data circulation on the network. When a bedside monitor detects abnormal network traffic levels, it may shut down temporarily as a protective measure and then reboot once the network stabilizes. The bme mentioned his temporary fix has been shutting the bedside down for 5 minutes. Tech support (ts) advised him that the hospital it/networking team should check the network switches supporting the nk network, as these switches are hospital-managed. Ts informed him that their network team should verify whether their switches can detect a network loop or check for any recent changes made to the switches supporting the nk network. If the switches cannot detect the loop automatically, someone may need to manually check switch ports and network cables to ensure they are connected correctly and not creating duplicate connections or loops. Any unnecessary or unidentified cables should be removed. Since the switches are hospital-managed infrastructure, further investigation will need to be completed by the hospital's internal networking team. No further troubleshooting can be completed on the nk side at this time. We followed up with them to see what they found and if the issue was resolved but the customer has been unresponsive to questions. No reports of patient harm were mentioned.